Event description:
It was reported that during a spine surgery it was discovered that the "handle got hot" on the attachment device. The reporter stated that "the drill was taken out and replaced with another drill during the case." The reporter stated that the "drill was placed back into service and would not be serviced." The reporter stated that there was a two minute delay to the planned surgical procedure. A spare identical attachment device was available for use. The reporter stated that the surgical procedure was completed as scheduled and there were no further complications. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and it was found that the temperature above specification. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.